Event description:
Customer stated two nurses were trying to "boost" up an uncooperative pt when the brakes disengaged. One of the nurses felt a pull in her upper back. The nurse was back to work the same day that the back strain occurred.